Manufacturer narrative:
Analysis not required customer did not returned insertion needles only sensors.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor introducer needle was no longer in the body. The customer¿s blood glucose level was 79 mg/dl. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. Customer reported needle break and getting stuck in serter. Troubleshooting was performed. The sensor will be returned for analysis.